Event description:
It was reported that on (B)(6) 2008 the patient presented the day of surgery with 'history of insidious onset gradually worsening low back pain. [Patient] has left greater than right lower extremity pain. Patient has undergone multiple forms of nonoperative care including medical management, physical therapy, chiropractic care, and multiple spinal injections. The patient has intractable pain that has not responded to extensive nonoperative care lasting several years.' The patient underwent posterolateral fusion using sextant pedicle screw with rod instrumentation and capstone cage with autograft, allograft and rhbmp-2/acs. On (B)(6) 2009 the patient underwent lumbar MRI. Imaging interpretation as follows: 'moderate post-op fluid collection in the region of the anterolateral recess/left neural foraminal canal at l5/s1. This appears extradural and does not have the appearance of a typical meningocele. The hardware results in some metallic artifact external fluid collection located left posterolateral at l5/s1 disk space extending approximately 12mm behind l5. There is mass effect upon the left l5/s1 anterolateral recess as well as complete obliteration of the left l5/s1 neural foraminal fat. As such, there is mass effect upon the s1 and l5 nerve roots on the left.' On (B)(6) 2009 the patient presented for follow up status post minimally invasive l5-s1 circumferential fusion. Initially, the patient had an excellent postoperative course. The patient developed severe left lower extremity pain approximately three months postoperatively. MRI evaluation revealed a large seroma at the l5-s1 interspace on the left side, resulting in severe compression of the exiting left l5 nerve root and traversing left s1 nerve root. The patient underwent CT-guided aspirations of her left-sided l5-s1 fluid collection on (B)(6) 2009. The patient had excellent, but transient, relief of symptoms following both procedures. On latest followup, the patient continued to have severe intractable left lower extremity pain. The patient underwent left l5-s1 far lateral decompression, minimally invasive using metrx tube system. A large fluid-filled pseudocyst was identified during the procedure. The seroma was evacuated and all remaining pseudocyst formation was excised achieving excellent decompression. On (B)(6) 2009 the patient underwent lumbar MRI. Imaging interpretation as follows: significant decrease in size of the abnormal fluid collection at l5/s1 involving the left lateral recess; interval appearance of a fluid collection within the left paraspinous muscles consistent with a small postoperative seroma; postoperative enhancement at the l5/s1 level along the posterior aspect of the disk space consistent with postsurgical changes. On (B)(6) 2009 the patient presented with 'low back pain radiating to the right greater than left for the past 1.5 years. [Patient] had previous emg which revealed b/1 l5 radiculopathies. She had 3 l-esis without relief. She then had l5-s l fusion with good relief of pain. Seven weeks post op she awoke with severe pain and she had drainage of hematoma (x2) and most recently repeat surgery 4 weeks ago. For about 10 days she was feeling well and then developed lower left extremity (lle) pain. Pain radiates from left low back to left lateral thigh and posterior thigh with at times tingling in the bottom of the foot. There is some evidence of chronic change in muscles innervated by the ls nerve root on the left. No clear evidence of active left lumbar radiculopathy at this time. No evidence for left lower extremity mononeuropathy or distal large-fiber peripheral polyneuropathy at this time.' On (B)(6) 2009 patient underwent lumbar CT. Imaging interpreted as follows: 'disc degenerative changes with narrowing of the neural foramen l3/4 and l4/5.' On (B)(6) 2009 patient underwent bone scan. Imaging interpreted as follows: 'uptake at the ls-51 level likely correlates with postsurgical changes. Mild diffuse uptake is seen in the projection of the l4 vertebral body." On (B)(6) 2009 patient was seen for follow up visit. Patient complained of lbp radiating into the bilateral lower extremities. Patient described lbp as burning, shooting, aching, deep, numbness. Patient denies any new type of pain since last visit. Initial pain has not changed since last visit. On (B)(6) 2009 patient seen for follow up status post l5/s1 fusion. Patient failed conservative therapy which included physical therapy, tens unit and injection therapy. Patient reports 'pain which extends in a band like fashion across her low back and upper buttock region . She complains of radiation to bilateral lower extremities (ble) posteriorly. She has numbness in her ble's. The patient reports no weakness.' On (B)(6) 2010 patient underwent MRI of left hip. Surgical changes are identified along the lumbosacral junction. On (B)(6) 2010 patient underwent lumbar CT. Imaging interpreted as follows: findings of posterior interbody fusion of the ls and 51 vertebrae; intervertebral disk prosthesis at ls-51; bridging osteophyte between the posterolateral aspects or the l5 and sl vertebrae; mild narrowing or the left neural foramen at ls-51 due to thrs large osteophyte; no evidence or hardware failure or loosening; interval resolution or a fluid collection involving the left paraspinal musculature. On (B)(6) 2010 patient underwent percutaneous placement of compact epidural spinal cord stimulation (scs) lead and pisces quad plus peripheral nerve stimulation (pns) leads. On (B)(6) 2010 patient was seen for follow up. Patient complained of 'drainage from trial scs/pns lead site. Initial pain has not changed. Patient described 'low back pain radiating into the bilateral lower extremities as burning, tingling, numbness, deep, gnawing and aching. She has numbness in her feet. The patient reports no weakness.' On (B)(6) 2010 patient underwent epidural steroid injection. On (B)(6) 2010 patient presented for surgery with lumbar postlaminectomy syndrome with intractable low back and lower extremity pain. Patient underwent scs/pns implant using restore ultra scs, pisces quad plus leads and epidural scs lead. On (B)(6) 2011 patient underwent radiographs of the pelvis. Imaging interpreted as follows: 'posterior lumbar fusion hardware and l5 laminectomy noted. There is an intrathecal catheter or lead superimposed over the lower lumbar spine not entirely included. A stimulator device is noted in the right lower abdomen with leads projecting over the right and left lobe quadrants of the abdomen.' On (B)(6) 2010, patient was seen for follow up. Patient complained of low backpain (lbp). Patient described lbp as 'aching, deep, shooting and tingling. She has numbness in her right lower extremity. There is weakness in her right lower extremity. Chief complaint of low back pain radiating into the left lower extremity.' On (B)(6) 2010, patient was seen for follow up. Patient complained of lbp. 'Low back pain radiating into the left lower extremity as aching, gnawing, deep, burning, sharp, shooting, numbness. Patient reports numbness and weakness in her left lower extremity.' On (B)(6) 2011, patient underwent epidural steroid injection for low back and bilateral lower extremity pain. On (B)(6) 2011, patient seen for follow up. Patient complains of 'low back and bilateral lower extremity pain. Since the last visit, her low back and bilateral lower extremity pain has not changed. She states that she had about 40-50% relief from her recent injections (with near resolution of her right-sided low back and lower extremity pain).' On (B)(6) 2011, patient seen for follow up for low back pain. 'Low back pain as aching, gnawing, heaviness, deep, burning, shooting, numbness, tingling. Patient reports numbness and weakness in her bilateral lower extremities.' On (B)(6) 2011, patient was seen for follow up status post scs/pns implant. Approximately 30% pain reduction in her low back, and approximately 50% pain relief for her lower extremities, particularly the right lower extremity. She states her low back pain continues to be the most bothersome area for her. Excessive bone growth at the site of her laminectomy which is the likely source of her pain. This pain has been refractory to injection therapy and oral pain medications.' On (B)(6) 2011, patient underwent placement of epidural catheter for epidural opioid analgesic trial at l1/2. On (B)(6) 2011, seen for follow up status post analgesic trial. Patient complained of low back pain and bilateral leg pain as aching, deep, gnawing, shooting, tingling, numbness and weakness in left leg. On (B)(6) 2011, patient presented for surgery with postlaminectomy syndrome with intractable low back and lower extremity pain. After successful intraspinal opioid analgesia trial, patient underwent placement of synchromed pump with indura intrathecal infusion catheter. On (B)(6) 2011, patient seen for intrathecal pump refill. Patient complained of lbp. Patient describes her low back pain as burning, shooting, tingling, numbness. No weakness. On (B)(6) 2011, patient seen for intrathecal pump refill. Patient complained of lbp. Patient describes her low back pain as burning, shooting, tingling, numbness, deep, gnawing and aching. Numbness in ble. No weakness. On (B)(6) 2011, patient seen for intrathecal pump refill. Patient complained of lbp. Patient describes her low back pain as burning, shooting, tingling, numbness, deep, gnawing and aching. Numbness in feet. No weakness. On (B)(6) 2011 patient seen for intrathecal pump refill. Patient complained of lbp. Patient describes her low back pain as burning, shooting, tingling, numbness, deep, gnawing and aching. Numbness in ble. Weakness in left leg. On (B)(6) 2011, patient seen for intrathecal pump refill. Patient complained of lbp. Patient describes her low back pain as burning, shooting, tingling, numbness, deep, gnawing and aching. Numbness in left heel. Weakness in left leg. On (B)(6) 2011, patient seen for intrathecal pump refill. Patient complained of lbp. Patient describes her low back pain as burning, shooting, tingling, numbness, deep, gnawing and aching. Numbness and weakness in lower left extremity. On (B)(6) 2011, patient underwent lumbar CT. Imaging interpreted as follows: no central canal stenosis. Mild left neural foramina stenosis at l5-s1; stable postoperative changes of posterior lumbar fusion l5-s1 with intravertebral disc space cage and incomplete fusion; contrast is seen extending along the intrathecal catheter posteriorly adjacent to a small reservoir within the subcutaneous fat. On (B)(6) 2012, patient seen for intrathecal pump refill. Patient history includes lumbar postlaminectomy syndrome, low back pain, joint pain (multiple sites), myalgia/myositis nos. Patient complained of lbp. Patient denies any new type of pain since last visit. Patient describes low back pain as burning, shooting, tingling, numbness, deep gnawing and achy. Numbness and weakness in ble. Patient considering surgical management for low back complaints.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. (B)(4).